Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The reported failure is attributed to an internal manufacturing issue. Refer to ncr-31747 for details. The complaint allegation was confirmed based on the findings of ncr-31747 for batch number 15437587.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via sems-07105604 that the ar-13999mf fastpass scorpion's top jaw wouldn¿t close during surgery. There was no harm done to the patient, and the surgeon finished the case with no problem.